Event description:
The manufacturer received information alleging device/power cord or supply caught fire related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of device/power cord or supply caught fire related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was evaluated and no contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no visible foam degradation and the unit was scrapped. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of device/power cord or supply caught fire related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. On the previously submitted report, section b4 has incorrect report date (07/18/2022) , which should have been 08/02/2022.